Manufacturer narrative:
On (B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 a distributor of infutronix reported an issue on behalf of an end user: "(B)(6) just looped me into a call with (B)(6) who had surgery at stanford and her tubing became disconnected from the catheter connection. I sent her pictures of what the end of the tubing looks like because the descriptions they were giving I was having a hard time understanding what they were really talking about. They were trying to reconnect it and I told them not to reconnect without calling anesthesia first. The pump is working as it should and we turned it off until they get a hold of anastasia so that she's not losing the medication out the end of the tube. I asked them if those two pieces fit together and if the wheel tightened it would it be connected again and the sister finally got on the phone and she said that's exactly what would happen. I told them to call anastasia and asked if they could clean it with alcohol in order to reconnect it. I explained how to clean it with alcohol both ends to clean it for the duration of saying the abc's and then letting it dry completely not touching it and then reconnecting it with clean washed hands. I advise them to put each end into a ziploc at this point so that it's not touching furniture and hands and skin and trying to void as much contamination as possible. Not that the inside of a ziploc is sterile because it is not but it's better than touching everything else in the house I told them to call me back after they talk to anastasia if they need help getting the pump started again. The sister seemed very frustrated and was frustrated with the pump. I reassured her the pump is working beautifully and that it was just somebody must not of tightened the tubing to the connector. She then was frustrated with her sister she said because she so fidgety and moving around I won't sit still. I informed her that it's important not to be too fidgety because that will pull the catheter out so knowing that I'm not surprised that it's disconnected." A patient was involved but not harmed.